Manufacturer narrative:
This is a combination product. This event has been recorded by zimmer biomet under (B)(4). G2: event occurred in south africa. Review of the most recent repair record determined the device was making a strange noise; the motor speeds were unstable, the reciprocating arm was worn, and the cable insulation was damaged. The motor, reciprocating arm, and plug harness assembly were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery the unit was making a funny noise. There was no patient involvement. No additional unplanned skin graft was required. Diligence is complete as no additional information is available. During device evaluation, the motor speed was unstable.